Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-6485 pump is displaying a low/no flow rate. This was discovered during a procedure, with no patient harm. There was no additional information provided.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.